Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Customer reported that the stem extender of mrh prosthesis broke. Customer also informed that revision surgery was needed. According to customer, gmrs prosthesis was implanted instead.